Event description:
It was reported that for a coronary interventional procedure to a de novo lesion with moderate tortuosity and calcification predilatation was performed. A 2.5 x 28 mm over-the-wire xience v did not cross the lesion but there was no resistance on advancing or withdrawal. The 2.5 x 23 mm over-the-wire xience v did not cross the lesion and there was resistance on advancement. The returned device revealed that the proximal end of the stent implant was located on the balloon 1 mm distal to the proximal balloon marker. The stent implant was stationary on the balloon but not between the markers. The procedure was completed successfully with a 2.5 x 23 mm over-the-wire xience. There were no adverse patient effects and no clinically significant delay reported. No additional information was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience v is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent movement was discovered during return device analysis. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the complaint-handling database for the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.